Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer had observed that the occlusion alarms occur during their third day of supply use. Supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) levels ranged between 300 mg/dl to over 600 mg/dl and manual injections were administered to address the bg level. Tandem technical support advised the customer to change their pump supplies every 48 hours in order to stay within labeling. The customer acknowledged this information.